Event description:
The customer returned an electromechanical ambulatory infusion pump to mckinley medical for repair. They stated that the wm350 infusion pump had a "low delivery". The rate of under-delivery was not specified. There is no report of patient injury.